Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including daily/weekly/monthly self-tests, on/off current, patient and circuit impedance testing, and shock testing without duplicating the report. An internal inspection found no discrepancies. The main board was replaced as a precaution. The board was scrapped after testing. The device was recertified and returned to the customer. The device was recertified. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed an "ECG fault -501" error message. Complainant indicated that there was no patient involvement in the reported malfunction.